Event description:
It was reported that the right atrial (ra) lead indicated chronically low thresholds and low impedance values which accelerated the device to reach elective replacement indicator (eri). Early battery depletion was suspected. The device and ra lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 6945-65, lead, implanted: (B)(6) 2001. (B)(4).